Event description:
It was reported that the patient presented for a scheduled follow-up in clinic. Upon interrogation, the right atrial (ra) lead exhibited oversensing noise and low impedance measurements. The ra lead was capped and replaced on (B)(6) 2023 on a scheduled revision procedure. The patient was in stable condition throughout.